Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit autofill is not working properly. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. Corrected fields: h8. A getinge field service engineer (fse) could not reproduce problem. Completed inspection on system and found executive processor board was expired. Replaced executive processor board (d670-00-0770) and tested. Re-calibrated unit and completed full functional and safety tests. There was no patient involvement.

Event description:
N/a.